Event description:
The manufacturer received information alleging a ventilator alarm condition occurred related to the oxygen flow delivery. The device was not in patient use. During the evaluation of the device at a third party service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board will be replaced to address the issue.